Manufacturer narrative:
(B)(4). The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The service documentation, which noted that the power cord had melted, revealed that the power supply was replaced to resolve the issue. Following the service activity, the system was restored to full functionality. The power supply was returned to the manufacturer for examination. The power supply was received by the manufacturer for analysis. A visual examination of the power supply found some physical damage to the power plug; excessive heat damage to the ground prong was observed. A visual inspection of the power supply's power control board did not reveal any discrepancies. Functional testing was performed by installing the received component into a working unit. The machine failed the self-test with the power supply installed. The failure was isolated to a blown fuse on si2. The fuse was replaced on the power control board, and then the unit passed the self-test and the diasafe filter integrity test with the power supply installed. Additionally, the unit was put through a rinse cycle, and then a chemical/heat disinfects cycle and all cycles completed without issue with the power supply installed. The loading, deaeration, and flow pressures were assessed and all values were within specification during the analysis of the hydraulic pressures. No fluid leaks were observed in the hydraulics. No burning scents were encountered during the investigation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was not able to confirm the failure mode of burning smell. However, the power supply was received with a burnt ground prong which was attributed to excessive heat. Therefore, the complaint event was confirmed.

Event description:
A user facility reported that the power cord on a 2008t hemodialysis (hd) machine melted when the unit was powered on. Reportedly, a "burning smell" emanated from the unit, however, no fire, sparks, or smoke were visible. No patient was connected to the machine at the time of the incident. Following this event, the unit was removed from service for assessment. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit and replaced the power supply. The unit has been returned to service at the user facility. The power supply will be returned to the manufacturer for evaluation.